Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the button was pressed to retract the needle during use, it did so, but also caused the bd insyte¿ autoguard¿ bc shielded IV catheter to back out of the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I placed the IV in a pt without difficulty.  When I pressed the button to retract the needle, the needle retracted but also withdrew the catheter out of the vein."